Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient was implanted with an impella cp device for mechanical circulatory support. It was noted on esophageal echo that a significant amount of air was detected in the artery resulting in the diagnosis of air embolism shock. The cause of the air embolism is unknown. At the initiation of extracorporeal membrane oxygenation, a large amount of air was aspirated. The impella device was effectively discontinued and replaced with an intra-aortic balloon pump.